Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the lower dingus had unintended abrasion with the rotor tract. The door tension was adjusted to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the rotor of the imaging system was making unintended noises when performing 3d image acquisitions. There was no patient present when this issue was identified. No additional information was provided.